Event description:
A vaxcel pasv port was placed for therapeutic purposes in 10/2003. In 2004, difficulty with blood return prompted the finding of a catheter fracture which had migrated to an unknown location. A snare was used to remove the fractured catheter and the port was replaced.